Event description:
It was reported that in 2017 a patient had a linx implanted. About a month ago they started to have an issue. They had a balloon dilatation to help free up the fibroids between the beads. That was done in 2018 at the same facility. They aren't sure if it's become unclasped or if there are fibroids again.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2024. B3: only event year known: 2017. D6a: exact date is unknown. Assumed first day of the month and the first month of the year. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do we have permission to reach out to your surgeon regarding this issue? If yes, what is the contact name and contact information for your surgeon? When we reach out to the surgeon they will ask for your date of birth, what is your date of birth? What was the exact implant date? What is the product code of the linx? What is the lot number of the linx? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.